Event description:
Patient was revised to address instability. Update 1/28/15 - disc 209 pfs and medical records received. Pfs alleges patient suffers from pain. Pfs identified patient dob, height and weight. The head is now being reported and a liner is being added. Doi (B)(6) 2012 - dor (B)(6) 2013 (left hip). Update ad 1 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what was previously alleged, ppf alleges elevated metal ions. Added stem due to this allegation. Facility name, associated contact, head and liner expiration date were also added. Doi: (B)(6) 2012 - dor: (B)(6) 2013 (left hip). Patient is bilateral. Please see (B)(4) for right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: delta cer head 12/14 32mm +5 hip femoral head; altrx neut 32idx48od hip acetabular liner; pinn 100 w/gription 48mm hip acetabular cup; summit por taper sz2 std off hip femoral stem; apex hole elim positive stop acetabular hole eliminator. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Patient was revised to address instability. Update ad (B)(6) 2018 in addition to what was previously alleged, ppf alleges elevated metal ions. Doi: (B)(6) 2012; dor: (B)(6) 2013; (left hip).